Event description:
The reporter stated that a panta nail used for tibiotalocalcaneal fusion ((B)(4), lot efm0), placed in another hospital, was removed because of pseudarthrosis and mal-alignment of the foot.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.